Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate dropped below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate when they were on the dialysis machine. The heart rate was checked "manually" and with a "finger pulse" and it was confirmed to be low when the patient was on the dialysis machine. The device was later checked by the patient's cardiologist and an electrocardiogram (EKG) was done, and no malfunction was observed. The crt-d remains in use. No further patient complications have been reported as a result of this event.